Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that the patient elevation button on the universal surgical manipulator 3 (usm) was sticky. The fse opted to replace the usm. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis confirmed the sticky tornado button issue. The usm was tested on an in house system and failed normal mode. During system testing, the tornado button was sticky. The unit was also tested on a pftp and passed lissajous, sensors check, sine cycle, and friction tests but initially failed insertion buttons test. Per system log review, the following was confirmed: the logs confirmed that the customer performed a pulmonary lobectomy on (B)(6) 2022. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed error logs and identified error /25741/system detected that the patient clearance decrease button on usm3 was either stuck down or pressed at startup (possibly pressed and held)./ this complaint is not reportable due to the following: this complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to fault on usm3 with error 25741. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, universal surgical manipulator 3 (usm3) faulted while the patient side cart (psc) was being driven to dock. An intuitive surgical, inc. (Isi) representative was on site swapped out the psc with another system. The procedure was completed robotically. After the procedure was completed robotically technical support was called. The customer requested that the system logs be checked and requested for arm3 to also be checked. System logs were reviewed and error 25741 was found on arm3. No troubleshooting was performed with technical support at the time of the call. The procedure was converted to another da vinci psc with no reported injury. Isi attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.